Manufacturer narrative:
The onset of the patient's sternal infection is reported under MFR #: 2916596-2022-13818. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a sternal infection followed by a chronic device infection. Per the site, the patient had a prolonged, chronic device infection. There was an initial sternum infection after implant. In the course of the patient's care the device also became infected. Positron emission tomography/computed tomography (pet/CT) scan confirmed infection. Staphylococcus aureus was found in the blood culture, and the patient was on chronic antibiotics. The patient developed sepsis. No device malfunctions were mentioned. No autopsy was performed.